Event description:
Drug/diluent: 5fu-2400mg and saline solution 0.9%. Fill volume: 92ml. Flow rate: 2ml/hr. Procedure: chemotherapy. Cathplace: sub-clavian. Hospital (B)(6). B. Braun reported that the pump infused in 33 hours instead of 46 hours. The patient experienced (major) asthenia. Symptoms were reported to: oncologist/nurse. Infusion start date/time: (B)(6) 2012, 12:00. Infusion end date/time: (B)(6) 2012, 11:00pm. Patient's current condition: at the time, the incident was reported, the patient was experiencing asthenia. It was stated that the asthenia could be linked to the evolution of the disease.

Manufacturer narrative:
Method: the actual device involved in the incident was received for evaluation. Results: the device is pending evaluation and testing at this time. Conclusions: a follow-up report will be filed when the instigation has been completed. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.